Event description:
The customer reported their asp automatic endoscopic reprocessor (aer) was leaking large amounts of fluid during the wash cycle. The customer stated that the leak was coming from the "exhaust pipe" located inside the unit, in front of the compressor. The customer also stated that sometimes the leak was a mixture of water and disinfectant. The disinfectant used was metracide. The customer states that the leak may have been related to the buildup of pressure in the motor causing condensation.the customer states that while cleaning the leak from the floor, the fumes released were unbearable even though he was wearing a mask. He is currently doing fine. The customer wishes to resolve the issue on their own.

Manufacturer narrative:
The customer was able to repair the unit and the unit is currently is use. He replaced the exhaust pipe and and the exchange valve.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR was reviewed and no issues were noted. The service and complaint history for (B)(6) shows no similar issues with the unit and there is no trend with the same parts being replaced. Trending analysis for the problem "leaking" has been above the calculated upper control limit for the last two months. The issue is currently under management review. The risk associated with the failure is low. The fmea (failure mode effects analysis) was reviewed for all aer leak related failure modes and the overall risk numbers (rpn) below the threshold of (B)(4). The shuma (system hazard and user misuse analysis) for (B)(4) was reviewed and the initial risk numbers were a (B)(4) or "as low as reasonably practicable". The hhes (health hazard evaluations) were reviewed and found the highest hazard / risk index to be 5, which is considered low risk. Failures of the skinner valve that occur after the useful life of 2 years or 2,000 hours can be attributed to normal wear and tear based on the reliability analysis.